Manufacturer narrative:
The device was not returned to olympus for evaluation. It was reported that the device was sent to a non-olympus facility for evaluation. In addition, an olympus endoscopy support specialist visited the user facility on (B)(6) 2017 and provided a reprocessing in-service. No reprocessing deviations were noted. The cause of the reported event could not be determined. The instruction manual for use states, ¿this instrument is to be repaired by olympus technicians only. Failures to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination the endoscope must undergo thorough manual cleaning followed by high-level disinfection or sterilization. All channels of the endoscope must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿

Event description:
Olympus was informed that after the patient received a bronchoscopy procedure, the patient reportedly contracted acid-fast bacillus (afb) infection. This is 1 of 2 reports.